Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged of having prostate cancer. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam and patient alleged prostate cancer. The patient did not report to receive medical intervention. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
Additional information was received on october 09, 2023 and section h10 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging prostate cancer related to CPAP device's sound abatement foam. Additional information was received about the alleged eye irritation, nose irritation, skin irritation, respiratory tract irritation, dizziness and/or headache, asthma (new or worsening), kidney disease/toxicity, liver disease/toxicity, lung disease, reduced cardio pulmonary reserve, cancer and death. The sections e1, b2, h1 and h6 have been updated in this report as follows: section b2 was updated to death. (Previously, it was only other serious or important medical events.) Section h1 was changed from serious injury to death. Section h6 health effects: clinical codes and health effects- impact code was updated.